Event description:
It was reported that during an ileoanal pouch procedure, the staples were not formed properly. The surgeon had to complete the procedure by hand-suturing, which required an additional 2 hours in the case repairing the anastomosis. The pt returned to the operating room several days post-op with an abdominal absess and infection.